Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a replacement pump, and experienced an elevated blood glucose (bg) level of 347 mg/dl. The customer was unsure of the cause of the elevated bg level, but reported recently consuming dinner. To address the bg level, the customer delivered a correction bolus via the pump. Additionally, the customer reported manually entering the pump settings from the previous pump; however, declined to verify if the settings were correct with tandem technical support. System check with tandem technical support showed that the pump was performing as intended; however, the customer reported that the insulin from the old cartridge from the previous pump had been used to fill the syringe. Additionally, the customer reported receiving an inaccurate fill estimate after the cartridge was filled with approximately 140 units of insulin. The customer reported that the cartridge would be changed with new insulin, and declined further follow-up from tandem technical support.